Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare;s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a leak greater than 4.5 lpm resulting in the loss of all ventilation modes. There was no report of patient involvement.

Manufacturer narrative:
Per additional information received, the reported leak was not over 4.5lpm and the reported complaint was due to non-ge product. Therefore, the initial event was not reportable.